Event description:
Right side breast tissue expander noted to be deflated on pt physical exam. Surgical procedure to remove deflated right breast tissue expander with re-insertion of replacement right breast tissue expander.